Manufacturer narrative:
The reported events of failure to connect was confirmed. Reported event of break was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the dislodgement of the right atrial spring within port, which caused the reported event preventing insertion of lead. Manufacturing investigation was performed with undetermined cause. Functional testing performed after reinstalling spring was found to be normal. A manufacturing process anomaly may have occurred contributing to the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD) implant. During procedure, it was noted that the patient's ICD header failed to connect to the lead. It was suspected that the header was damaged or misshaped. The ICD was not implanted, and another was implanted successfully on (B)(6) 2025. The patient was stable throughout.